Event description:
The lift operator was moving the lifter with the pt when the pt slipped off onto the floor. The pt was admitted to the hosp for overnight observation after complaining of neck pains. Pt had no loss of conciousness, no chest pain, no palpitations, and no dizziness.